Event description:
The customer contacted braun thermoscan on 1/5/1998 via the 1-800 number. A few days later prior to her call, she suspected her daughter was ill, so she tried to obtain a temperature reading using the ear thermometer. The first time she tried the unit, it would not power on. Although she replaced the battery, it still would not power on. Using the digitial thermometer, she obtained an axillary reading of 102 degrees fahrenheit. Motrin was administered. An hour later, the child experienced a febrile seizure. She was taken to the hospital, where a rectal reading of 104.5 degrees fahrenheit was obtained. Chest x-rays were performed (the child is asthmatic). She was diagnosed as having bronchitis and pneumonia, and then contracted chicken pox. An antibiotic shot was given. Biaxin was prescribed, and the child was released.